Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 04/22/2024, it was reported by a sales representative via (B)(4) that an abs-10060 angel machine continued to give malfunction errors (the black rotor will not stay seated and keeps coming loose). This occurred during a knee scope with injection7, preventing them from being able to spin down the bmac and provide the intended injection to the patient.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged abs-10060 serial number (B)(6) was returned for investigation. Functional testing results: 60ml of bovine blood with acd-a was processed on the device with standard settings at seven percent hematocrit. Upon loading the disposable, the black rotor was difficult to turn. Once the standard protocol was started, the pump rotor alarm sounded. The rotor needed to be reseated (pushed down) to properly work. The device reported outputs of 31ml platelet-poor plasma (ppp), 25ml rbc, and 5ml prp. The prp volume within the syringe was recorded as 4.5ml. Aliquots of the wb and prp were analyzed for cbcs with the heska hematology analyzer (table 1). Note the prp produced had expected cellular concentrations. The most likely cause for the reported failure can be attributed to wear and tear. In conclusion, the complaint was replicated.